Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing the vaginal cuff during a total laparoscopic hysterectomy, the metal portion snapped in half. The piece attached to the suture stayed in the jaws of the device and the other side fell off into the patient. They were not immediately sure where the other piece was but luckily found the piece of the suture needle that had broken off before closing. A new piece of device was opened and used on the cuff. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The needle was found to be broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing the vaginal cuff during a total laparoscopic hysterectomy, the metal portion snapped in half. The piece attached to the suture stayed in the jaws of the device and the other side fell off into the patient. They were not immediately sure where the other piece was but luckily found the piece of the suture needle that had broken off before closing and was removed using a needle driver. A new piece of device was opened and used on the cuff. There was no patient injury.